Event description:
(B)(4). At this time, I started having cramps in my left pelvic area that coincided with ovulation. The cramps were intermittent until (B)(6) when an excruciating pain went shooting through the same area, bringing me to my knees. The pain was so intense for about 15 minutes that it was hard to breathe. I went to my ob/gyn the next day, and he determined I'd had a cyst rupture. There was no cyst on my left ovary before the essure. I have had a cyst on my right ovary (small) since a miscarriage in 1996.